Manufacturer narrative:
The associated reflection ball joint screwdriver shaft was not returned for evaluation. Therefore, a product analysis could not be conducted. The device was manufactured in 2002, which suggests it has been in use for some time. The screwdriver shaft is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; and smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
After further review of the information received, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that ball joint tip broke off during surgery but no delay was reported. A back-up device was available and no injury or patient impact has been confirmed yet.